Event description:
It was reported that during testing conducted at the manufacturer facility the device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
During the device evaluation it was determined that the primary failure was due to failure of the e-box seal. This was a stryker loaner handpiece, so the device was repaired and placed back in to stryker stock.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.